Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient. No known device problem. Evaluation results: visual inspection of the returned product found the lens optic and a plate haptic torn. The lens was returned in liquid. Conclusions - (no device failure): based on the complaint history and the evaluation of the returned product, it has been determined that the root cause of this event was due to physician's preference. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's left eye. The lens was inserted and removed because the physician did not like the position of the lens once he inserted the lens into the eye. The physician decided to implant a 3-piece lens. No patient injury. No incision enlargement and no suture. There was no device malfunction. Physician changed his mind and decided to implant a different lens model.